Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 600 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer was treated with manual shots. Customer's blood glucose value was 578 mg/dl. Customer reported that at night with blood glucose was over 600 mg/dl and she could not get blood glucose to go below high 300 mg/dl. Troubleshooting was performed. The customer had visited to emergency room and was hospitalized on (B)(6) 2017. The blood glucose value when admitted to hospital was not reported. The customer complained about hyperglycemia. Customer reports stomach and chest was hurting stated breathing was bad. Customer reports they were wearing the pump at time of hospitalization. The product was not returned for analysis.